Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The a2002 radiolucent skull clamp was reported to have rotational movement when locked during a posterior cervical laminectomy and fusion. The nature of the malfunction was described as "the pin would not lock down on the patient's skull." "The skull pins were fine. The 2 pin out of the 3 pin set up would not lock in." The pt's head would pivot even though it was locked down and the pt incurred a laceration. The laceration did not require any suturing. The length of time in use before the event occurred right away. The surgery was delayed for 1 hr. The clinician reported that there was no head or neck injury, however, the pt was pinned 4 times to get the device to lock in. Integra adult disposable skull pins (a1083) were used. The surgery was not performed with a stereotaxy device.